Event description:
Customer called into cc stating she needed assistance in changing out her cartridge and infusion set. Customer states she is doing the fill tubing part but does not see drops come out with 40 units of insulin. States she looked down and saw her tissue paper all wet and believes its leaking from the insulin chamber. Had the customer remove the connect adapter and insulin catridge from the ilet. Customer states she believes its leaking from the connection between cartridge and connect adapter. Advised the customer we would need to change out the cartridge and connector at this time. Customer is using the prefilled fiasp cartridges. Was able to walk the customer through a successful cartridge and contact detach change. Customer states she attaches the connect adapter and insulin cartridge outside of the pump. Advised the customer on the correct process of insertion. Will send out a replacement box of connect adapters at this time. Lot#.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.